Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4, d.6a, d.6b, g2, h4, h6.

Event description:
Patient reported "pain in the left breast and noted the presence of an abscess and conspicuous transparent discharge".